Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "involving a 16-day-old baby with a 2 lumen cvc inserted 25 oct 2020. A leak of parenteral nutrition was observed at the level of the puncture point under the bandage at around 6pm on (B)(6) 2020. The bandage was redone and rinsed with physiological serum. As the leak was still present, it was decided to remove this catheter after medical agreement. The issue was solved by using a peripheral venous catheter. A first incident had already occurred on (B)(6) 2020 with the same catheter reference and had been inserted on 20 oct 2020 in the surgery room (lot number unknown).". No patient harm or consequence was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "involving a (B)(6) old baby with a 2 lumen cvc inserted (B)(6) 2020. A leak of parenteral nutrition was observed at the level of the puncture point under the bandage at around 6pm on (B)(6) 2020. The bandage was redone and rinsed with physiological serum. As the leak was still present, it was decided to remove this catheter after medical agreement. The issue was solved by using a peripheral venous catheter. A first incident had already occurred on (B)(6) 2020 with the same catheter reference and had been inserted on (B)(6) 2020 in the surgery room (lot number unknown)." No patient harm or consequence was reported. The patient's condition is reported as fine.